Event description:
A few minutes after incision, a fire spontaneously erupted at head of bed. The fire was extinguished within 5 seconds. The fire appeared to ignite from the megadyne bovie pad connection site. No injury noted to patient at this time.